Manufacturer narrative:
(B)(6). Related MFR: please see 3012307300-2018-09106 for second event noted on (B)(6) 2018.

Event description:
Information was received that on (B)(6) 2018 patient voice and air leakage was observed with a smiths medical portex blue line ultra suctionaid while in use. The customer adjusted the cuff pressure to 30cm h2o, but it gradually decreased. Subsequently, they "replaced the tube with a second one". On (B)(6) 2018, the patient voice was heard again and they adjusted pressure up to 30cm h20, but it gradually decreased. No clinical consequences to the patient were reported.